Manufacturer narrative:
Method: a review of the device history records (DHR) cannot be conducted for the lot number and incident reported due to no lot number was provided. Results: no sample was received for evaluation and investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. If additional info pertinent to this complaint or the sample is received, a follow-up report will be filed.

Event description:
(Drug/diluent: ropivacaine 0.33%). (Fill volume: unknown & flow rate: 2ml/hr). (Procedure: open abdominal aortic repair). (Cathplace: pre-peritoneally in opposite directions). Fast flow. A review of an article published in the 2011 forum multimedia publishing, llc, found a statement that stated: "the study was terminated prematurely due to a malfunction of the elastomeric balloon pump resulting in toxic serum levels of total ropivacaine in 2 pts (11.4 umol/l and 10.0 umol/l, respectively) on the second postoperative day." "In 2 pts the elastomeric pump was found empty on pod 2, which implies that the infusion rate must have been significantly higher than the protocol infusion rate of 2ml/hr. No adverse event occurred.